Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating and basic occlusion test. The insulin pump was returned for power error. Detailed trace analysis confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power system error alarm on their insulin pump. Troubleshooting for the power system error was performed. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer advised that they took the battery out for less than 10 minutes and received power system error alarm. Customer was advised to wait for the notification light to stop flashing, replace the battery, clear the power system alarm, update the time and date, complete the reservoir change and finally complete the tubing process. Customer was advised to call back if issue is not resolved. Customer advised they received the power system error alarm for the second time. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.